Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on 12/06/2022 by a sales representative via sems that an ar-13250 fibertape cutter jaw snapped off. Case involvement, device broke during use.

Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the cutter tip is broken. The most probably cause is by applying excessive force while grasping and manipulating tissue or when applying excessive leveraging forces. No broken parts were returned for investigation. Functional testing was not performed due to the damage of the device. The cause remains undetermined.